Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that these devices are reading co around 5 points higher than the actual co. There was no known impact or consequence to patient.